Event description:
It was reported the customer had a delivery anomaly. Customer stated they had woken up in the middle of the night and noticed a 4.5 unit insulin delivery had been programmed. Customer's blood glucose was 77 mg/dl. Troubleshooting found the customer's bolus history was correct, except for the unprogrammed 4.5 unit bolus. Customer's alarm history also showed several low battery alerts. The customer was advised their insulin pump will be replaced due to the delivery anomaly. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.